Event description:
It was reported that the patient experienced increased spasticity. A catheter dye study was performed. It was stated a kink occurred in the catheter proximal to the anchor. Once the catheter was exposed and the anchor was loosened, cerebrospinal fluid (csf) flow was restored. It was noted that the entire system was replaced. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver gablofen (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n265373004, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the catheter, model# 8709sc, lot# n265373004, found a hole in the catheter body at the 24cm mark, near the anchor. The hole was thought to be user related.